Event description:
It was reported that during a prostate procedure, the tip of the fiber side-firing fiber was noted to be damaged at 12,935 joules. The tip of the second side-firing fiber was noted to be damaged at 10,000 joules procedure. The procedure was completed using an alternate procedure (turp). Pt outcome: "no damages to the pt" reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Reference MFR #: 2937094-2013-01069. Fiber analysis: the fiber cap remains intact and attached and was found to be drilled through; exhibits mild burnt on detritus and severe devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.